Event description:
Revision surgery - the doctor performed the revision surgery to convert primary implant to reverse shoulder prosthesis because of a failed cuff, but found an infection after the patient was opened. The surgeon pulled and replaced the stem. The head and sleeve were removed, autoclaved, placed on the new stem and implanted. The surgeon will come back and replace these components when the infection clears up.